Event description:
It was reported that during a ptca procedure, the liberte' bare (monorail 3.0x28mm stent moved off the balloon to the tip of the catheter. The lesion was located in the 70% stenosed, mildly calcified, heavily tortuous right coronary artery (rca). Post rotational artherectomy, the lesion was predilated using a 3.0 x 20 mm maverick balloon. The physician attempted to advance the liberte' stent once, however, was unable to cross the lesion due to calcification. Upon withdrawal, no resistance was encountered and the stent remained on the tip of the catheter. The physician successfully deployed a 3.0 x 16mm, 3.0 x 20mm and a 3.0 x 24mm liberte' stent. No patient injuries or complications were reported. Patient status is reported as "okay."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore , a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 7673326 have been reviewed and no issues or discrepancies were found. Should further relevant information become available; a supplemental medwatch report will be filed.